Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was in the process of moving and he thought he may have lifted something and pulled a wire loose. The patient felt pain at the stimulator as well as in his hip and stated he hurt badly. It was stated the pain was not on the ¿button¿ but to the right of it. He did not feel pain when lying down or when he was walking while holding the stimulator. If he did not hold it while walking, he felt pain. He had trouble at night when getting up or rolling over. Additional information was requested, but the patient was moving and did not provide a new address. Attempts to gather this were being made. If additional information is received, a follow up report will be sent.